Manufacturer narrative:
A thorough investigation to determine the reported issue was to be performed. There was no service performed by philips. Therefore, the system logs and other pertinent information for the investigation were not able to be obtained. No further information is available.

Event description:
An nmpa#1376110022025000047 was submitted that reported, the imaging from the iu22 ultrasound system in use with a c5-1 transducer were not clear enough to diagnose gallbladder polyps. The initial patient abdominal examination images found no abnormalities. However, a second examination was performed 10 minutes later, and using a different system, the images showed gallbladder polyps. The patient did not require any lifesaving treatment or therapy or have a decline in their state of health due to the missed diagnosis. Philips has started an investigation, and upon completion, a follow up report will be submitted.